Event description:
A user facility's lawyer reported about possible burn events that occurred to the customer's patients using thermage flx tips for treatment and due to the handpiece extremely heating up whereby the intended cooling function failed to work. There was no mention of the number of burns or patients involved or the timing of when these burns occurred. The customer believed that patients were at risk for burns because of the tip too warm errors and lack of cooling to the skin. Np other information was provided. Attempts are being made to collect further information and details.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
No datalogs or product returned was for evaluation after several follow up attempts were made. According to thermage flx user manual, blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The customer¿s report of tip too warm event (ec78c) or lack of skin cooling during treatment could not be confirmed. Due to the lack of information provided, no causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no corrective action is necessary.